Manufacturer narrative:
Concomitant medical product: serial# (B)(4), implanted: (B)(6) 2013, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a history of loose set screw, as well as a pacing impedance spike. The lead was scheduled to be explanted and replaced. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a fracture and clavicle crush. The lead was explanted and replaced.